Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with customer's insulin pump. The father states the customer has received multiple no delivery alarms. The customer's blood glucose level at the time of incident was 500mg/dl. The customer treated the high with manual injection. Troubleshoot was conducted and bent cannula was noted. The customer declined to troubleshoot for the highs. The customer was advised the set would be replaced and returned for analysis.